Event description:
The system 5 dual trigger rotary was sent for evaluation due to running on it's own without user activation during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.